Event description:
It was reported that during a da vinci-assisted surgical procedure, customer noted the jaws would not clamp down on a hem-o-lok clip applier instrument. The procedure was completed with no reported injury. On 06/23/2025, intuitive surgical, inc. (Isi) received user facility report mw5171352 stating: jaws will not clamp down during procedure. New instrument was needed.

Manufacturer narrative:
The hem-o-lok clip applier instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the hem-o-lok clip applier instrument to perform failure analysis (fa). Fa was not able to confirm/reproduce the reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition, engagement and clip tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. There were no issues with the clips attaching to the instrument or clamping. The instrument was fully functional. The probable root cause cannot be established. No product issue was found in failure analysis. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues.

Event description:
Refer to h11 for follow-up information.